Manufacturer narrative:
The complaint device was returned for analysis. A visual and tactile inspection was performed and a tear/hole in the catheter shaft was found 77.9cm from the proximal end. The braiding was exposed through the tear/hole. Damage to the catheter coating was noted 76.4cm from proximal end. No damage was found to the distal tip of the catheter. A 0.0184' mandrel was inserted through the hub and advanced until slight resistance was felt at the tear/hole, the mandrel continued through and advanced out the distal end of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during preparation for an unspecified procedure, a crack in the outer sheath near the distal end of a renegade micro catheter was noted. The crack in the renegade catheter was noticed as the physician was about to load the device over a guide wire. The device was not used. The procedure was completed with another renegade micro catheter. There were no reported patient complications. The patient status is listed as "ok". However, returned device analysis revealed that braiding was exposed through a hole in the shaft.